Event description:
Per hospital staff, the patient had red alarm on two drivers. He was sitting and all parameters were normal. No impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6)was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating a continuous open or short of the alignment sensor detected four seconds after powering the driver. Visual inspection of external components found fan cover damaged and black debris on fan. Visual inspection of internal components found damage to the main pcb speaker connector, a cracked scotch yoke, and black debris was found on primary motor. Freedom driver could not undergo functional testing as the primary motor did not spin without rotating the cam follower and moving the pca scotch yoke. Black debris found on the motor indicates that the motor engaged but did not rotate properly leading to the customer reported alarm. Additional testing included installing a known functioning primary motor and isolating the issue by replacing the broken scotch yoke only. Functional testing confirmed the pca sensors were functional and the issue was related to the primary motor only. Failure investigation for this complaint confirmed the reported issue from alarm data file review. The customer complaint was not replicated due to inability to perform initial functional testing; the root cause of the reported red alarms was determined to be a nonconforming primary motor assembly. Failure investigation identified no other test failures that could have contributed to the reported event. Fan cover and main pcb speaker connector damage was cosmetic only and did not affect functionality of the driver. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, the patient had red alarm on two drivers. He was sitting and all parameters were normal. No impact to patient reported.